Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. When the device did fire, the clips were malformed. The clips that were malformed were removed from the tissue. A second device was used to complete the case with no patient consequence.